Event description:
Information was received regarding a cadd solis vip pump. It was reported that the deviced had infusion rate issues. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found when a technician was performing check on the pumps device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and the pump was found to be over manufacturing specifications on all three tests. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced to bring the delivery into a more nominal of a range.